Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after programming vdd mode into an implantable pulse generator (ipg) and performing a sensing test and then switching to the e-strip recorder to measure v-v interval of the intrinsic rhythm with caliber, it was not possible to then switch the programmer back to the device interrogation by clicking the device icon on the upper right of the screen or in any other way. The programmer crashed. Therefore the programmer was switched off and back on and was then reported to be working normally again. The programmer and the pacemaker remain in use. No patient complications have been reported as a result of the event.